Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of the clinical study reported the patient had adverse stimulation paresthesia. The patient had a worsening of right low back pain with use of the stimulator. The device was interrogated and showed it was okay. The patient was reprogrammed as an intervention and the event resulted in in-patient hospitalization, prolongation of existing hospitalization, emergency room visit, urgent care visit, and an unscheduled clinic visit. Etiology was due to the programming and was related to the device or therapy and not related to the implant procedure. The event was considered resolved without sequelae. Patient indication for use is non-malignant pain.